Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that channels easily disconnected while hanging pressors during codes. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.